Event description:
It was reported that the user received alerts to connect the continuous glucose monitor or enter a blood glucose value, and the ilet bionic pancreas showed the libre 3 plus sensor was not paired while the ilet remained paired; user education and troubleshooting were performed, including device and phone restarts to restore bluetooth connectivity. Symptoms included unavailability of cgm data. Outcomes included temporary interruption of automated glucose control requiring manual blood glucose entry.

Manufacturer narrative:
Investigation included review of device connectivity and user-guided troubleshooting steps. Investigation of this case revealed a loss of signal between the cgm sensor and the mobile device or pump, with the responsible device not identified. It was concluded that the event involved intermittent cgm signal loss resulting in sensor unavailability, with no injury reported.